Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medronic indicated insulin delivery suspended due to sensor glucose verses blood glucose readings. The blood glucose reading from the incident was 120.00 mg/dl. The difference in value between sg and bg was 48, not in the target range. The sensor will not be returned for analysis.